Event description:
It was reported that the patient with these right atrial (ra) lead and right ventricular (rv) lead has been exhibiting pocket stimulation and arm pain. Noise and undersensing have been exhibited and the noise was reproduced with isometrics. Lead insulation damage is suspected, as it was suspected the leads rubbing together on each other would have caused the start of insulation wear leading the noise seen. The system has been reprogrammed. This ra lead and rv lead remain in service. No adverse patient effects were reported.